Manufacturer narrative:
(B)(4). The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Event description:
It was reported that patient was presented in clinic for follow-up. Device was explanted due to premature eol. The condition of the patient before, during, and after the procedure was good.